Manufacturer narrative:
Other, device evaluation: one smiths medical smiths medical trach tube was returned for analysis. During analysis, using leak test procedure air was applied to the device and a leak detected on pilot balloon. Using magnification, a cut/hole was found while manipulating the pilot balloon. All devices are 100% leak tested prior to packaging. The instruction for use states under warnings to guard against product damage by avoiding contact with sharp edges. The investigation did not reveal any intrinsic manufacturing defects with the returned device. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
It was reported that a slow leak on the cuff of a smiths medical trach tube. The tube had a small hole in the cuff which was leaking water. Trach change was needed. No further adverse patient effects were reported.